Event description:
The customer reported to olympus, image flashes with the endoeye flex 3d deflectable videoscope. The event occurred during reprocessing. The intended procedure was a diagnostic laparoscopic surgery. The procedure was completed using the subject device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image flashes was not confirmed. In addition, due to a pinhole on bending section cover, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The reported event (image flash) was unable to be duplicated during the device evaluation. A definitive root cause cannot be identified, however, the following scenarios likely caused the temporary event: a) charged coupled device unit or internal board of video connector was temporarily broken due to moisture that invaded device from leaked location. B) charged coupled device unit temporary failed by the following device handling. - video connector was inserted / pulled while system was powered on. - electrification was turned on while dust, dirt, moisture, or the like adhered to video connector contacts. C) abnormality of video system center or cable used at user facility. The following is included in the instructions for use: ¿important information ¿ please read before use: dangers, warnings, and cautions: - do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. - turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: - before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction. - if air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor.¿ olympus will continue to monitor field performance for this device.